Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infections") and pharyngitis streptococcal ("strep throat") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced pelvic infection (serious criteria medically significant and clinically significant/intervention required), pharyngitis streptococcal (serious criterion medically significant), dysmenorrhoea ("severe menstruation pain"), menorrhagia ("heavy menstrual bleeding / prolonged menstruation cycles"), abdominal pain lower ("severe, lower abdominal pain and crampings"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraines"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), rash ("rashes"), pruritus ("itching"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), anxiety ("anxiety"), weight fluctuation ("weight fluctuation"), asthma ("worsening of asthma"), urticaria ("hives"), sinusitis ("sinus infections") and oropharyngeal pain ("sore throats"). Essure treatment was not changed. At the time of the report, the pelvic infection, pharyngitis streptococcal, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, dyspareunia, migraine, alopecia, dysgeusia, rash, pruritus, vaginal discharge, fatigue, anxiety, weight fluctuation, asthma, urticaria, sinusitis and oropharyngeal pain had not resolved. The reporter considered pelvic infection, pharyngitis streptococcal, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, dyspareunia, migraine, alopecia, dysgeusia, rash, pruritus, vaginal discharge, fatigue, anxiety, weight fluctuation, asthma, urticaria, sinusitis and oropharyngeal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2011: hysterosalpingogram result was full occlusion of tubes. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced infection (seen as pelvic infection), amongst non serious events. She also experienced strep throat. Pelvic infection is anticipated whereas pharyngitis streptococcal is unanticipated in the reference safety information for essure. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. Considering the information provided and the lack of alternative explanation, a causal relationship with essure cannot be excluded. Due to its infectious pathophysiology and the local action of essure at fallopian tubes, pharyngitis streptococcal was considered unrelated to essure. This case was regarded as incident, due to serious injury related to essure. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infections"), pharyngitis streptococcal ("strep throat") and bipolar disorder ("bipolar disorder") in a 29-year-old female patient who had essure (batch no. 789034) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 (((B)(6) 2002, (B)(6) 2005, (B)(6) 2006, (B)(6) 2010)) and c-section on (B)(6) 2010. Concurrent conditions included allergic reaction nos. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("severe menstruation pain/dysmenorrhea (cramping)"), menorrhagia ("heavy menstrual bleeding / prolonged menstruation cycles/abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), migraine ("migraines"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), asthma ("worsening of asthma/asthma"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), eczema ("eczema"), cystitis ("yeast and bladder infection"), fungal infection ("yeast and bladder infection"), headache ("headaches"), allergy to metals ("nickel allergy"), pelvic pain ("pain"), weight increased ("weight gain"), weight decreased ("weight loss"), hormone level abnormal ("hormonal changes"), hypersensitivity ("allergy or hypersensitivity reaction ") and urinary tract infection ("urinary tract infecion"). On (B)(6) 2011, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2011, the patient started hydroxizine at an unspecified dose and frequency. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), pharyngitis streptococcal (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant), abdominal pain lower ("severe,lower abdominal paln and crampings"), back pain ("severe back pain"), dysgeusia ("metallic taste in mouth"), rash ("rashes"), pruritus ("itching"), anxiety ("anxiety"), weight fluctuation ("weight fluctuation"), urticaria ("hives"), sinusitis ("sinus infections"), oropharyngeal pain ("sore throats"), loss of libido ("loss of sex drive"), mood altered ("mood changes"), hair growth abnormal ("hair growth"), hot flush ("hot flash"), food allergy ("peanut allergy"), nausea ("nausea") and myopia ("vision/eye problems type: near sided"). Essure treatment was not changed. At the time of the report, the pelvic infection, pharyngitis streptococcal, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, dyspareunia, migraine, alopecia, dysgeusia, rash, pruritus, vaginal discharge, fatigue, anxiety, weight fluctuation, asthma, urticaria, sinusitis and oropharyngeal pain had not resolved and the bipolar disorder, loss of libido, mood altered, hair growth abnormal, hot flush, vaginal haemorrhage, eczema, food allergy, cystitis, fungal infection, headache, nausea, allergy to metals, pelvic pain, myopia, hormone level abnormal, hypersensitivity, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, asthma, back pain, bipolar disorder, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, eczema, fatigue, food allergy, fungal infection, hair growth abnormal, headache, hormone level abnormal, hot flush, hypersensitivity, loss of libido, menorrhagia, migraine, mood altered, myopia, nausea, oropharyngeal pain, pelvic infection, pelvic pain, pharyngitis streptococcal, pruritus, rash, sinusitis, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: full occlusion of tubes on (B)(6) 2011, hysteroscope inserted under direct visualization. Ostia visualized, endometrium benign, filmy adhesion. Devices deployed. 3 coils on right and 3 coils on left. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: plaintiff fact sheet revived, concomitant medication event allergy or hypersensitivity reaction, urinary tract , vaginal infection were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infections"), pharyngitis streptococcal ("strep throat") and bipolar disorder ("bipolar disorder") in a 29-year-old female patient who had essure (batch no. 789034) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 (((B)(6) 2002, (B)(6) 2005, (B)(6) 2006, (B)(6) 2010)) and c-section on (B)(6) 2010. Concurrent conditions included allergic reaction nos. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("severe menstruation pain/dysmenorrhea (cramping)"), menorrhagia ("heavy menstrual bleeding / prolonged menstruation cycles/abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), migraine ("migraines"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), asthma ("worsening of asthma/asthma"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), eczema ("eczema"), cystitis ("yeast and bladder infection"), fungal infection ("yeast and bladder infection"), headache ("headaches"), allergy to metals ("nickel allergy"), pelvic pain ("pain"), weight increased ("weight gain"), weight decreased ("weight loss"), hormone level abnormal ("hormonal changes"), hypersensitivity ("allergy or hypersensitivity reaction") and urinary tract infection ("urinary tract infecion"). On (B)(6) 2011, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2011, the patient started hydroxizine at an unspecified dose and frequency. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), pharyngitis streptococcal (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant), abdominal pain lower ("severe,lower abdominal paln and crampings"), back pain ("severe back pain"), dysgeusia ("metallic taste in mouth"), rash ("rashes"), pruritus ("itching"), anxiety ("anxiety"), weight fluctuation ("weight fluctuation"), urticaria ("hives"), sinusitis ("sinus infections"), oropharyngeal pain ("sore throats"), loss of libido ("loss of sex drive"), mood altered ("mood changes"), hair growth abnormal ("hair growth"), hot flush ("hot flash"), food allergy ("peanut allergy"), nausea ("nausea") and myopia ("vision/eye problems type: near sided"). Essure treatment was not changed. At the time of the report, the pelvic infection, pharyngitis streptococcal, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, dyspareunia, migraine, alopecia, dysgeusia, rash, pruritus, vaginal discharge, fatigue, anxiety, weight fluctuation, asthma, urticaria, sinusitis and oropharyngeal pain had not resolved and the bipolar disorder, loss of libido, mood altered, hair growth abnormal, hot flush, vaginal haemorrhage, eczema, food allergy, cystitis, fungal infection, headache, nausea, allergy to metals, pelvic pain, myopia, hormone level abnormal, hypersensitivity, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, asthma, back pain, bipolar disorder, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, eczema, fatigue, food allergy, fungal infection, hair growth abnormal, headache, hormone level abnormal, hot flush, hypersensitivity, loss of libido, menorrhagia, migraine, mood altered, myopia, nausea, oropharyngeal pain, pelvic infection, pelvic pain, pharyngitis streptococcal, pruritus, rash, sinusitis, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: full occlusion of tubes on (B)(6) 2011, hysteroscope inserted under direct visualization. Ostia visualized, endometrium benign, filmy adhesion. Devices deployed. 3 coils on right and 3 coils on left. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infections"), pharyngitis streptococcal ("strep throat") and bipolar disorder ("bipolar disorder") in a 29-year-old female patient who had essure (batch no. 789034) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included hydroxizine. The patient's medical history included multigravida, parity 4 (B)(6) 2002, (B)(6) 2005, (B)(6) 2006, (B)(6) 2010)) and c-section on (B)(6) 2010. Concurrent conditions included allergic reaction nos. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("severe menstruation pain/dysmenorrhea (cramping)"), menorrhagia ("heavy menstrual bleeding / prolonged menstruation cycles/abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), migraine ("migraines"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), asthma ("worsening of asthma/asthma"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), eczema ("eczema"), cystitis ("yeast and bladder infection"), fungal infection ("yeast and bladder infection"), headache ("headaches"), allergy to metals ("nickel allergy"), pelvic pain ("pain"), hypersensitivity ("allergy or hypersensitivity reaction") and urinary tract infection ("urinary tract infecion") and was found to have weight increased ("weight gain"), weight decreased ("weight loss") and hormone level abnormal ("hormonal changes"). On (B)(6) 2011, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2011, the patient started hydroxizine at an unspecified dose and frequency. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), pharyngitis streptococcal (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant), abdominal pain lower ("severe,lower abdominal paln and crampings"), back pain ("severe back pain"), dysgeusia ("metallic taste in mouth"), rash ("rashes"), pruritus ("itching"), anxiety ("anxiety"), weight fluctuation ("weight fluctuation"), urticaria ("hives"), sinusitis ("sinus infections"), oropharyngeal pain ("sore throats"), loss of libido ("loss of sex drive"), mood altered ("mood changes"), hair growth abnormal ("hair growth"), hot flush ("hot flash"), food allergy ("peanut allergy"), nausea ("nausea"), myopia ("vision/eye problems type: near sided") and abdominal pain ("abdominal pain"). The patient was treated with antibiotics, escitalopram oxalate (lexapro), sulfamethoxazole;trimethoprim (mortin) and vitamins nos. Essure treatment was not changed. At the time of the report, the pelvic infection, pharyngitis streptococcal, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, dyspareunia, migraine, alopecia, dysgeusia, rash, pruritus, vaginal discharge, fatigue, anxiety, weight fluctuation, asthma, urticaria, sinusitis and oropharyngeal pain had not resolved and the bipolar disorder, loss of libido, mood altered, hair growth abnormal, hot flush, vaginal haemorrhage, eczema, food allergy, cystitis, fungal infection, headache, nausea, allergy to metals, pelvic pain, myopia, hormone level abnormal, hypersensitivity, urinary tract infection, vaginal infection and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, asthma, back pain, bipolar disorder, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, eczema, fatigue, food allergy, fungal infection, hair growth abnormal, headache, hormone level abnormal, hot flush, hypersensitivity, loss of libido, menorrhagia, migraine, mood altered, myopia, nausea, oropharyngeal pain, pelvic infection, pelvic pain, pharyngitis streptococcal, pruritus, rash, sinusitis, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: full occlusion of tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2019: pfs received - event " abdominal pain" was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infections"), pharyngitis streptococcal ("strep throat") and bipolar disorder ("bipolar disorder") in a 29-year-old female patient who had essure (batch no. 789034) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 (((B)(6) 2002, (B)(6) 2005, (B)(6) 2006, (B)(6) 2010)) and c-section on (B)(6) 2010. Concurrent conditions included allergic reaction nos. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("severe menstruation pain/dysmenorrhea (cramping)"), menorrhagia ("heavy menstrual bleeding / prolonged menstruation cycles/abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), migraine ("migraines"), alopecia ("hair loss"), fatigue ("fatigue"), asthma ("worsening of asthma/asthma"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), eczema ("eczema"), cystitis ("yeast and bladder infection"), fungal infection ("yeast and bladder infection"), headache ("headaches"), allergy to metals ("nickel allergy"), pelvic pain ("pain") and hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), pharyngitis streptococcal (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant), abdominal pain lower ("severe,lower abdominal paln and crampings"), back pain ("severe back pain"), dysgeusia ("metallic taste in mouth"), rash ("rashes"), pruritus ("itching"), vaginal discharge ("vaginal discharge"), anxiety ("anxiety"), weight fluctuation ("weight fluctuation") with weight increased and weight decreased, urticaria ("hives"), sinusitis ("sinus infections"), oropharyngeal pain ("sore throats"), loss of libido ("loss of sex drive"), mood altered ("mood changes"), hair growth abnormal ("hair growth"), hot flush ("hot flash"), food allergy ("peanut allergy"), nausea ("nausea") and myopia ("vision/eye problems type: near sided"). Essure treatment was not changed. At the time of the report, the pelvic infection, pharyngitis streptococcal, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, dyspareunia, migraine, alopecia, dysgeusia, rash, pruritus, vaginal discharge, fatigue, anxiety, weight fluctuation, asthma, urticaria, sinusitis and oropharyngeal pain had not resolved and the bipolar disorder, loss of libido, mood altered, hair growth abnormal, hot flush, vaginal haemorrhage, eczema, food allergy, cystitis, fungal infection, headache, nausea, allergy to metals, pelvic pain, myopia and hormone level abnormal outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, asthma, back pain, bipolar disorder, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, eczema, fatigue, food allergy, fungal infection, hair growth abnormal, headache, hormone level abnormal, hot flush, loss of libido, menorrhagia, migraine, mood altered, myopia, nausea, oropharyngeal pain, pelvic infection, pelvic pain, pharyngitis streptococcal, pruritus, rash, sinusitis, urticaria, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: full occlusion of tubes on (B)(6) 2011, hysteroscope inserted under direct visualization. Ostia visualized, endometrium benign, filmy adhesion. Devices deployed. 3 coils on right and 3 coils on left. Most recent follow-up information incorporated above includes: on 27-feb-2018: new events added- loss of sex drive, mood changes, hair growth, hot flash, abnormal bleeding (vaginal, menorrhagia), eczema, peanut allergy, yeast and bladder infection, yeast and bladder infection, migraines/headaches, nausea, nickel allergy, pain, vision/eye problems type: near sided, bipolar disorder and hormonal changes. Weight gain and weight loss was added as symptoms of event weight fluctuation. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-apr-2017: quality-safety evaluation of ptc (ptc global number (B)(4)). Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced infection (seen as pelvic infection), amongst non serious events. She also experienced strep throat. Pelvic infection is anticipated whereas pharyngitis streptococcal is unanticipated in the reference safety information for essure. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. Considering the information provided and the lack of alternative explanation, a causal relationship with essure cannot be excluded. Due to its infectious pathophysiology and the local action of essure at fallopian tubes, pharyngitis streptococcal was considered unrelated to essure. This case was regarded as incident, due to serious injury related to essure. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.